Event description:
International distributor contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2013 a patient experienced no audio output. No medical intervention was required.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported no audio output.